Event description:
It was reported a patient underwent a knee arthroplasty 4.5 years ago. The patient was revised on last month due to femur fracture and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Associated products : item#: 00596203017; articular surface with insert and locking screw; lot#: 62850596. Report source: foreign : (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.